Event description:
It was reported that this pacemaker was explanted due to migration. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned to boston scientific; however, laboratory analysis has not been completed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.